Event description:
The customer reported approximately 5 mls of blood was leaking from the needle cartridge in thecoulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
The customer replaced the needle cartridge and reported the issue was resolved on (B)(4) 2013. The next day, the customer called in with the same issue. The fse confirmed the leak from pv53b broken at the threads. The fse replaced pv53b resolving the leak. (B)(4). Fse trouble shot with customer on phone.